Manufacturer narrative:
Date of event is unknown. Awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: a complaint history check was performed and this is the 3rd related complaint for needle clog (injection) on lot #: 1264526. A review of risk management document: (B)(4), revision 11, indicates that the potential risk of this specific reported incident (nano pro pen needle: needle clog) was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time. Unable to perform complaint lot history check for needle clog (injection) due to unknown lot number. A review of risk management document: (B)(4), revision 11, indicates that the potential risk of this specific reported incident (nano pro pen needle: needle clog) was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. No DHR review can be carried out as lot number is unknown. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: material no. 320550 batch no. 1264526, unknown. It was reported by the consumer that needle clogs during injection and patient end bends when removed from site. Verbatim: consumer reported finding needles clog during injection only. Works fine on the flow check. Does not reuse pen needles consumer reported.